Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient felt difficulty reading. The iol was exchanged for another lens. Clinical reason for explant mentioned as mild hyperopia, needs to increase the lens power. Additional information has been requested.